Event description:
This complaint is now reportable based upon the analysis completed on (B)(4) 2014. It was reported that the stent could not cross the lesion. The 80% stenosed lesion was located in the right coronary artery (rca). The physician attempted to implant a 32mm x 3.00mm taxus¿ element¿ stent, but it could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications and the patient's condition is stable. However, returned product analysis revealed a shaft break.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received in two halves with the product mandrel inserted. The tip od was measured within specification. The tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. Solidified blood could also be seen on the surface of the tip. No issues were noted with the crimped stent and balloon. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The midshaft was broken 3mm proximal to the guidewire access port. The investigator noted that there was significant evidence of stretching at the break sites. It was also noted that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).